Event description:
Injection site burst during power injection in CT scan. No patient injury. Staff member was sprayed with patient's hepatitis c positive blood. The staff member would not give any information regardiang the staff member's health status, testing, or potential treatment.